Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: 81 - evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during pre - cardiopulmonary bypass, the centrifugal head was reportedly not (turning) rotating even when the revolutions per minutes (rpm¿s) were above 1500. As per the user facility, this occurred at the beginning to a retrograde autologous priming (rap). There was a an hour delay in the procedure. The liva nova heart lung machine was swapped out prior to initiation of bypass. The oxygenator was continuously used on the new heart lung machine, however, the icp was changed out and replaced with another icp centrifugal. The perfusionist believes the issue with the pump is related to the liva nova revolution hardware (centrifugal motor) as opposed to the icp centrifugal. He was able to apply magnets to the back of the icp centrifugal and was able to rotate the impeller in this manner. There was an approximately 50 cc of blood loss during changed out. *no health consequences or impact to patient *procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 15, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) h2 (follow-up due to additional information and de.vice evaluation). H3 (updated device evaluated by manufacturer) . H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 213, 67). The affected sample was inspected upon receipt with no visual anomalies noted. The sample was tested for spinning performance and was able to achieve appropriate spinning rates up to 2000 rpms. The device was found to function as intended. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.